Event description:
Information received from the field notes that the patient was seen for a follow-up after being cardioverted. The device was in back-up mode. A software download restored function, but there was no capture in the unipolar configuration and >2500 ohms impedance was seen. The patient was not pacemaker dependent.